Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical applications specialist reported difficulty separating the lens parts post laser portion of a cataract procedure. Laser portion was uneventful. The surgeon started to do phacoemulsification to crack the lens parts. It took a long time to sculpt (approximately 30 minutes). After removal of the quadrants, cortex residual fibers were about to be removed when an anterior rupture from the capsule was visible. The vitreous body went into the anterior chamber and wounds. The surgeon tried to perform an anterior vitrectomy but suspended the procedure and sutured the wound. New information was received. Capsule rupture occurred during irrigation and aspiration. Stitches were needed. An intraocular lens was not implanted. Laser portion of the procedure went well.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. System was examined and the reported event was unable to be confirmed and system non-conformity could not be replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).